Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: 00801616 case subject: npi 8100 ch error account name: (B)(6) hospital account #: 1155500 asset name: 8100 pump module 9.17.0.22 asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: biomed has a 8100 unit giving him a ch error. Sn: (B)(4) failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: biomed has just replaced the logic board and still getting the ch error. Looked at his 8015 and they are at v9.19. Let biomed know he has to flash the 8100 to be compatible with his 8015. Biomed will reflash the unit and call back if further assistance is needed. Ref:_00d30y0yr._5000l1ktfcd:ref